Event description:
The facility indicated that the pt complained that the mattress seat section was deflated. The facility's maintenance discovered the bed scale was inaccurate and always stats at zero.

Manufacturer narrative:
The facility has not completed their troubleshooting or repairs to the bed.